Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a cartridge split and marked the lens. Additional information was provided that during an intraocular lens (iol) implant procedure, a cartridge split as the surgeon was advancing the iol. The procedure was completed and there was no harm to the patient.